Event description:
During a laparoscopy burch procedure, the forceps was used to pull tack loose from tissue and one jaw allegedly broke off. Surgeon was unable to retrieve the piece and decided to leave it as is. In accordance with 21 cfr 803.24(o), enclosed please find information being submitted as an MDR report on the following device(s): 26173ls - karl storz needle holder forceps. Karl storz submits this report, together with any other telephonic and/or written reports on the same incident, to the FDA pursuant to the above-referenced provision of 21 cfr 803. Accordingly, all such reports, regarding the subject incident, are exclusively based on information received by karl storz, which the company may not have had an opportunity to investigate or confirm prior to the required reporting date(s). Consequently, such reports shall not be construed as, or in any way considered to be, an admission that any of the medical products, identified therein, were manufactured, marketed, distributed and/or sold by karl storz, or that any karl storz products allegedly involved in the incident malfunctioned, were defective or dangerous in any respect, and/or that any causal relationship exists between said karl storz products and any injury or death. In addition, the required submission of the aforesaid report(s) and/or the public release of such information contained therein shall not be construed as, or otherwise considered to be, an admission that a reportable event (as defined by the medical device reporting act and/or the safe medical device act) has, in fact, occurred. Information contained in said reports may not be accurate, correct or factual after further investigation has been undertaken and completed by karl storz.